Event description:
It was reported that lead was capped and replaced due to high capture threshold. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.